Event description:
At 1 month after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 december 2021 lot 2103126: (B)(4) items manufactured and released on 8-apr-2021. Expiration date: 2026-mar-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component involved: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2100271 lot 2100271: (B)(4) items manufactured and released on 27-apr-2021. Expiration date: 2026-04-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.